Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a hernia coincident with peritoneal dialysis therapy. The hernia was manifested by abdominal pain. The cause of the hernia was not reported. The patient was not hospitalized for the event. The patient has not recovered from the event. It was reported that the patient was scheduled to be have a hernia repair surgery on an unreported date in the same month as the report. Dianeal therapy is ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.